Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dental implant was removed during surgical procedure due to its lack of primary stability. Implant was not replaced in the same surgery. The patient presented insufficient bone quality/quantity (bone type ii).